Event description:
Update: patient sought a second opinion from a plastic surgeon who was not familiar with the miradry treatment. The plastic surgeon suspected the severe subcutaneous burns became "liquefied fat" by 2.3 months post-treatment. Patient stated 5ml of "liquid fat and pus" was drawn from the largest lump, which immediately reduced in size. Antibiotics were recommended by the plastic surgeon.

Manufacturer narrative:
Based on miradry's consulting medical director's opinion, it is unlikely that the burns became "liquefied fat" due to the miradry treatment and suspected it to be an infection. Add patient code 1930 in event problem and evaluation codes.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The burn rate seen ((B)(4) worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral axillary lumps 13 days post miradry treatment. Patient was examined by his general practitioner and was prescribed antibiotics for 3 days. Symptoms did not improve. By 24 days post-treatment, the patient reported that the lumps were diagnosed as "subcutaneous burn."